Event description:
Four spiration valves were placed in the upper right lobe of the lung on (B)(6) 2022. The patient developed pneumonia/ild flare on post-operative day 1. There was no pneumonia in the segment treated with the valves. The patient was treated with antibiotics, steroids, and o2 support. The patient was subsequently placed in hospice care and died on (B)(6) 2023.

Manufacturer narrative:
Four spiration valves (3x hus-v9, 1x hus-v7) were placed in the patient. A total of four event reports were filed separately, one report for each device. The implanting physician stated the valves performed as intended and the adverse event was directly related to the procedure as pneumonia and ild flare are known complications of bronchoscopy. Device not returned to manufacturer.